Event description:
After the calcified lesion in the circumflex was pre-dilated, the stent delivery system (sds) would not cross the lesion. The sds was removed and more dilatations were performed and the sds was again advanced to the lesion, but would not cross. Upon removal of the sds for the second time, the distal shaft separated and was removed with a snare device.